Event description:
Reviewed database report which states that a patient with a sign im nail had fallen and fractured the same limb. Surgeon did an exchange nail procedure to repair the new fracture and replace the nail. Review of patient x-rays show a fracture at the distal end of the nail, no indication of nail breakage. No indication of im nail breakage was found in patient x-rays.